Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot# va1d2n6, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their wire was kinked up and it hurt because the lead was cutting into their sciatic nerve. The noted that because of this issue, they had almost no feeling in their leg. The patient confirmed this issue had been going on for a couple of weeks. The reported the stimulation was going down their leg and was not stimulating their bladder any more. The patient reported they had already turned the bladder ins off. The went to the hospital regarding these issues, but the hospital staff did not know anything about the implant. The patient inquired about getting help with the issue and possibly finding a medical facility that was trained on the implant. Physician listings were sent and the patient was redirected to a healthcare provider. Additional information was received. A nurse from the ER called, the patient was in the ER and had lower back pain that radiated to the right leg with numbness and right leg shooting pain. The caller reported the patient indicated their lead was bunched up into their back. The caller reported that the patient pointed to their back as their implanted location. General lead and ins location, MRI guidelines, CT scan guidelines were all reviewed. The nurse had to go as they were being paged by the physician. No further complications were reported or anticipated.